Event description:
On (B)(6)2010, a consumer reported by phone that "3 or 4 times we've had a condom break" and an "obgyn found a piece of condom lodged in my cervix."

Manufacturer narrative:
The medwatch form FDA 3500a for pt (B)(4) was initially reported as MFR report # 2280705-2010-00012. This number has been changed to 2280705-2010-00013. For further eval, church & dwight co., inc has requested the following from the user: the product, its original packaging, and completion of an event questionaire. To date, the requested product has not yet been returned.